Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump was died. The customer's blood glucose was 200-400 mg/dl, and 500 mg/dl, current blood glucose is 162 mg/dl. The customer treated high blood glucose with bolus. The customer was neither hospitalized nor admitted for high blood glucose and drive support cap was normal. The insulin pump will not be returned for analysis.